Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device review, the user report was confirmed as there were multiple leaks noted from the el connector and the distal sheath. Further review of the distal sheath revealed a cut and cracking. The lock pin of the ultrasound connector was leaking and the forceps' cover glue was peeling. The device was repaired, tested, and returned to the customer on (B)(6) 2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera ii ultrasound gastrovideoscope failed a leak test during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the root cause could not be determined. Probable causes include improper handling of the device. There is a possibility that peeling of the glue on the distal end occurred because some external force was applied to the distal end. In addition, the subject product was manufactured on october 18, 2017 and about 3 years have passed, and it is unknown whether it was affected by aging deterioration. Olympus will continue to monitor the field performance of this device.